Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a suture issue with the device that interfered with the proper placement of the t-2 anchor. All anchors and suture were removed from the patient. A backup device was available to complete the procedure without delay or patient impact.